Manufacturer narrative:
B3. Date of event: (B)(6) 2026 was used as approximate date as actual date is unknown. E.1. Initial reporter phone: (B)(6). With all the available information, boston scientific concludes: device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Device technical analysis: the device was not analyzed as it was not returned to the complaint investigation site. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Investigation conclusion: the instructions for use include testing of the device before usage within the body and state that use of the device is to be discontinued if evidence of a failure or damage is present. As the reported events do not indicate any device damages or failures during unpackaging, preparation, or testing, it was considered likely that the reported events occurred due to factors encountered during the procedure. Therefore, the most probable cause for this complaint was considered adverse event related to procedure.

Event description:
It was reported that the burr catheter fractured. A rotapro 1.25mm was selected for treatment of the target lesion. During the procedure, the physician noted that the plastic part of the catheter became detached. Another burr was used to complete the procedure successfully. There were no patient complications.

Manufacturer narrative:
B3 date of event: 02/01/2026 used as approximate date as actual date is unknown. E1 initial reporter phone: (B)(6)

Event description:
It was reported that the burr catheter fractured. A rotapro 1.25mm was selected for treatment of the target lesion. During the procedure, the physician noted that the plastic part of the catheter became detached. Another burr was used to complete the procedure successfully. There were no patient complications.